Manufacturer narrative:
Device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient experienced issues with 5 infusion sets where the cannula of infusion set was bent. The event occurred between 1 july 2022 and 1 march 2024. The patient noticed symptoms within 3 hours of insertion in the abdomen. The patient regularly rotates site locations, and the site area was not impacted. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.